Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure; the clips were scissoring and/or falling out of the jaws. The case was completed with another device of the same product code. No other information was available. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did clips fall into patient? Were clips retrieved? Any change to procedure or post-op patient care? Asku. Did scissored clip cut structure? Did bleeding occur when structure was cut? If so, please quantify amount of bleeding that occurred. Did cut structure result in change of procedure or alteration in post-op patient care? Asku. Were there any feeding issues experienced with the device? Asku. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Asku. Was clip fired over another clip or hard structure? Asku. Did somebody other than the primary surgeon fire the instrument? If so, whom? Asku. Was there a recent conversion to ees devices in this account or with this surgeon? No.